Manufacturer narrative:
On 4/28/2020, mentor became aware that unintentionally missed reporting that the mentor failure analysis lab has received the device for evaluation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor received additional information indicating that during surgery physician stated that the patient clearly had right implant ruptured and the left was intact. This report belongs to left prosthesis. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Correction: the manufacturer report number: 1645337-2019-18549, follow up#3 (correction)was sent incorrect, device was never received, instead photo of the suspect device was received on 9/9/2019, and evaluated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/8/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: upon visual inspection of the pictures, it was observed that the implant was ruptured. No other anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis may provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. All mentor products are 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Rupture is a known complication of breast implants as outlined in the product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned due to retaining by the patient, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 425cc silicone breast implants which the left side ruptured, and issues with breast illness reported after implantation. The issue was confirmed by the physician. As a result patient had the implants remove on (B)(6) 2019. This report is for the left side.